Manufacturer narrative:
The manufacturing location for this product is (sekisui). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported during a study using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, 1 sample exhibited poor barrier separation after processing. There was no health impact or consequences reported.